Event description:
The following was reported to carefusion: dr. (B)(6) struggled for over an hour trying to get the pleurx to feed through the peel away sheath.  They opened 3 each 50-7000b's to try 3 different peel aways and every one of them buckled and prevented the advancement.  The physician ran out of options and decided to place a pigtail catheter and abort the pleurx placement all together.  Patient is now having trouble at home as they have no drainage supplies because they don't match the pigtail.  This was not a desired outcome. On (B)(6) 2011, the sales representative indicated the patient passed away as she was terminally ill with cancer. The sales representative was adamant that the patient's death had nothing to do with the issue the physician encountered with the product. There is no further information available.

Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. Even though no lot information was given with the complaint and based on the complaint description, the investigation theorized that a new shorter design introducer was used in this procedure. The new shorter sheath has the same materials, inner diameter and outer diameter as the old design. It should be noted that all the peel-away introducer sheaths on the market are designed for vascular access and are not ideal for pleural introduction. A device history review (DHR) could not be completed without a lot number being provided. Appropriate feedback will be provided, including, but is not limited to, best-practice techniques, labeled instructions and precautionary warnings related to best placement location and using the proper image devices for adequate imaging guidance when using this device. Also, this complaint will be filed in the complaint tracking system and will be tracked and trended for future occurrences.

Manufacturer narrative:
(B)(4). The investigation summary inadvertently indicated that it should be noted that all the peel-away introducer sheaths on the market are designed for vascular access and are not ideal for pleural introduction. Upon further review it was determined that although it is correct that the general type of peel-away sheaths that have been used in the pleurx catheter kits were originally designed for vascular use, they were cleared for use in these kits under the original 510(k) (k971753), which itself included/referenced the related clinical trial performed for the original pleurx kit ((B)(4)).